Event description:
Tap - it was reported that 188 days after implantation of a 2.75x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st obtuse marginal (om) branch of the circumflex artery. A pre-intervention stenosis of 80% in the calcified om was reported. After balloon dilation with a voyager 2.5x12 mm balloon at 8 atm, a 2.75x16 mm express2 taxus stent was deployed at 11 atm in the om. No information was reported concerning post-intervention stenosis. During the procedure, the patient received intracoronary nitroglycerin, angiomax, and heparin. The patient was placed on aspirin, plavixm, and a statin drug following the procedure. Patient complications were reported as none. The patient presented 188 days after the initial procedure with an 80% in-stent restenosis in om, a non-st elevation myocardial infarction,and the appearance of a stent fracture in the mid-portion. After balloon dilation, a 2.5x 12mm taxus stent was deployed inside the previously placed 2.72x16 mm taxus stent. Post-intervention results were reported as good flow, resolution of stentosis, and no dissection. The paient status was reported as "fine"